Event description:
Patient reported an incident with the v-go 40 5 of them have fallen off. Patient said that the v-go worn today gave her a little cut on her skin from the bottom corner of the needle area. Patient had worn the v-go on the abdomen area.